Manufacturer narrative:
The device was explanted approximately 18 months later. Initial laboratory testing confirmed the device met longevity expectations as described in device labeling. The device is undergoing detailed analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up it was noted that this device has long charge times. A concern regarding the device depleting prematurely was noted. A follow up has been scheduled. The device remains implanted. No adverse patient effects were reported.